Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 ra lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported by the patient that their defibrillator misfired twice and was then tweaked so it would not happen again. The patient stated that they could not describe the pain, as it jarred them from their chest to their head and jaw; felt like getting hit by a sledgehammer. Follow-up was conducted with the clinic and from the information obtained it was reported that the patient was inappropriately shocked by their device while walking. They discovered t-wave oversensing on the device and supra ventricular tachycardia (svt) episodes. The ventricular tachycardia zones were reprogrammed on the device and the device remains in use. No further patient complications have been reported as a result of this event.